Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument tips crossed and did not close completely when the surgeon attempted to close the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary obvious to the staff. Weck hem-o-lok l clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred at the second clip application. The issue resolved after they pulled another instrument from the shelf.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of severely bent instrument grips to be related to the customer-reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly sealed.

Event description:
Refer to h10/h11 for follow-up information.